Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance and threshold measurements for the past three months. A microfracture was supected however could not be confirmed visually. Surgical intervention was performed and the rate/sense portion of this lead was surgically abandoned. A new pace/sense lead was implanted. The high voltage portion of this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.